Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the experienced hyperglycemia. The customer¿s blood glucose value was 511 mg/dl. The customer was treated with manual injection and insulin pump. The auto mode feature was not active at the time of reported event. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.